Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. It is likely that the pip images were gray due to the user's selection of the input source of the pip into the sdi. The user could not select the correct pip input source. Additionally, the facility used provation system, and the user believed that there were issues around provation system. As stated on the instructions for use and as a preventive measure: if the equipment is not properly prepared before each use, equipment damage, patient and operator injury and/or fire can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshoot via telephone, it was determined that the user did not select the correct secondary input source. Once the user chose the correct input source, the ultra sound image was present on the unit. Additionally, the facility utilizes privation software system and the user was not familiar with the privation system. No device was returned for evaluation. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the customer reported the evis exera iii video system center's secondary video image is showing up grey in color in pip (picture-in-picture) mode. The secondary video input source is coming from the endoscopic ultrasound processor. No patient injury or harm was reported.